Manufacturer narrative:
Upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2023-01111.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2015, patient underwent right knee replacement surgery and he was implanted with an optetrak logic ps polyethylene tibial insert in the right knee. On (B)(6) 2022, patient underwent right knee revision surgery due to osteolysis and polymeric wear induced synovitis. Patient¿s revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device.